Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015: device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during a visual inspection of the keypad, it was noted that there was no damage to the keypad, and all of the buttons were responsive to user input. The keypad cover was removed and no contamination was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.